Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or audio/beep anomaly noted. The insulin pump was received with normal operating currents and passed self-test, unexpected error test and displacement test. No unexpected off no power, unexpected, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery error occurred many times. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.